Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they bumped it up a couple times because sometimes they were not getting enough notice to get to the bathroom. The issue was probably a couple three weeks ago. Since they bumped it up it seems better. One time they were going around the corner and hit the stimulator pretty hard and the device seems to have moved a little bit. The doctor checked the device and said it seems fine. The patient was bruised and tender around the area. When they went to use the communicator to locate the stimulator after it moved they had to hold it in a different position to connect.